Event description:
As reported by our (B)(4) affiliate, during a transfemoral tavr procedure, a dissection of external iliac artery (eia) was repaired with a covered stent. During the pre-procedural briefing, there were concerns due to the patient¿s severe tortuosity of common iliac artery (cia) and thoracic aorta, but the operators judged that it could be managed by using hard guidewires. The patient access vessel minimum luminal diameter (mld) measured 5.6mm with moderate calcification and severe tortuosity. Since the patient had calcification in the right femoral artery at position of upper of femur, a little higher position was punctured and an extra stiff wire was inserted. Following the dilations with 16fr, 18fr and 20fr dilators, an esheath was inserted. No resistance was felt. A pigtail catheter was placed on the valve cusp. A super stiff wire was passed through the placed pigtail catheter and the tortuosity of thoracic aorta was straightened without issue. With the support of a multipurpose guiding catheter, a straight wire was crossed through the patient¿s native valve. The straight wire was exchanged for a pigtail catheter, and an extra stiff wire was placed in the left ventricle (lv). While inserting a bav catheter, the operator felt strong resistance. On fluoroscopy, it was confirmed that the bav catheter was stuck at the tortuosity of cia distal. The operator tried to straighten the tortuosity with a super stiff wire but it was not successful. The proctor suggested performing bav with the delivery system using 2ml less than nominal volume (15ml). The sapien xt was implanted with 1.5ml less than nominal volume (15.5ml). When the delivery system was removed, a guidewire was observed to be out from about 2-3cm of the tip of the esheath. It was highly possible that the expandable portion of the esheath tip was split and the guidewire was stuck out from the split part. An introducer was completely inserted and the esheath was slowly removed. The removed esheath was visually checked and it was confirmed that there was a few centimeters from the tip of the esheath, the expandable and clear plastic portion were damaged. Digital subtraction angiography showed a dissection in eia, just below the bifurcation between the internal and external iliac arteries. A covered stent was inserted via left femoral artery and it was placed on the injured site. The patient was stable at the end of the procedure.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien xt valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for 16fr esheath is 6.0mm. In this case, the patient access vessel mld measured 5.6mm with moderate calcification and severe tortuosity. In this case, it appears that the cause of the iliac artery dissection was likely related to patient factors (i.e. Access vessel mld measured 5.6mm with moderate calcification and severe tortuosity) and procedural factors (i.e. Use of hard guide wire to straighten tortuosity of the eia). IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.